Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit (mpu) showed yellow wrench led and an alarm. The mpu was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported yellow wrench on the mobile power unit (mpu) serial number (B)(6) was confirmed via analysis of the returned mpu. The mpu was evaluated at the european distribution center (edc) and was connected to a power outlet causing the reported yellow wrench symbol to blink. The unit did not power on as expected and no functional testing was able to be performed. The issue was traced to the patient cable. The patient cable was replaced, preventative maintenance was performed, and the unit was returned to the rental pool. The patient cable was forwarded to product performance engineering (ppe) for further analysis. The patient cable was connected to a known working test unit and was unable to power up as intended or support a system controller and mock loop system. Continuity and insulation testing were performed and indicated that the yellow (15 vcc power) wire and shield were shorted together. The patient cable was stripped submerged in a saline bath for high potential testing, and exposed conductors on the internal yellow wire were found. The observed damage is consistent with the reported event. No further troubleshooting was performed. There were no log files associated with this event. It was reported that the mpu was equipped with a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was replaced and the affected mpu would return. The root cause of the reported yellow wrench alarm was determined to be damage to the insulation of the yellow wire causing a short to the shield, although a root cause for this observed damage could not be conclusively determined. The relevant sections of the device history records for the mobile power unit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU,, heartmate 3 patient handbook, are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿ explains how to care for and clean all equipment, including the mpu. Section 10 of the patient handbook and section e of the IFU, both entitled ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Section 8 of the IFU and section 6 of the patient handbook, both entitled ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.